Event description:
Pt in cath lab for temp pacer. Physician used 5fr balloon tipped pacing catheter, but unable to capture hr. Trouble shooting included changing pacer box, pacer wires, and finally pacer catheter, which obtained immediate capture.